Event description:
It was reported via medwatch "patient had port accessed on (B)(6) 2022 she called nurse and states she stretch and heard a pop by her port tubing came out at the y site new needle placed by rn on (B)(6) 2022 pt again states she reached her arms forward to stretch same thing happened denies getting tubing caught on side rail, etc new port needle placed port needle both times was the miniloc by bard - 20g x 0 75in the current supply on unit is lot asfsf131 - unknown what those 2 were." This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.